Event description:
An iab was inserted via the femoral artery in 12/2004. The next day, "white smoke ascended form the pump" and afterwards a "bang" was heard. As a result of this, the pump was exchanged. There were no associated pt complications.